Event description:
It was reported that a smiths medical pump alarmed "no disposable, clamp tubing". No air noted and patient not affected.

Manufacturer narrative:
Other, other text: correction of event date from original reporting, updated b3.